Event description:
Based on the information received on (B)(6) 2018 from patient the case was updated from non-valid to valid. The case was updated to serious because of the addition of serious vents of device malfunction, significant pain, swelling and knee was aspirated. This unsolicited non-valid case from united states was received on (B)(6) 2017 from a pharmacist. This case concerns a (B)(6) patient of unknown sex who received treatment with synvisc one and on the same day after a few hours patient experienced significant pain and swelling and on the next day knee was aspirated no past drug, medical history, concomitant medication or concurrent condition was provided. Patient took niacin b6 supplements, folic acid supplement, glucosamine supplement, catalyn supplement, simplex energy supplement and b12 supplements. Patient was allergic to penicillin and had multiple sclerosis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown). On the same day, after a few hours, patient experienced knee pain and swelling. On the next day on (B)(6) 2017, patient's knee was aspirated and was injected with kenalog. On an unknown date, after unknown latency, the patient had adverse event after receiving injection and it was getting worse (unevaluable event). Corrective treatment: kenalog for pain, swelling, knee was aspirated outcome: recovered for all events seriousness criteria: required intervention for device malfunction, pain, swelling and knee was aspirated an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on (B)(6) 2018 from the patient. Events of pain, swelling, knee was aspirated and device malfunction were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, knee swelling and knee effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.